Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor smooth gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s right breast prosthesis was observed during an implant exchange surgery on (B)(6) 2022. The patient had both breast prostheses explanted and they were replaced with mentor memorygel breast implant 650cc gel breast prostheses.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: implant exchange manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-sep-2022, mentor became aware that the suspect medical device is not manufactured by mentor. Since it is not a mentor product, no more reports will be submitted by mentor for this event. Manufacturer¿s reference number: (B)(4).